Event description:
Pt's diabetes counselor reported pt's blood glucose level is too low. Pt is receiving stationary treatment. Diabetes counselor thinks the infusion device delivery is inaccurate. On follow up on (B)(6) 2012 from the pediatrician at the hospital, she reported the pt had erratic blood glucose levels last week and on (B)(6) 2012 she has been admitted to the hospital because of too low blood glucose level of 54 mg/dl. On call back on (B)(4) 2012 pt's mother reported the pt has been experiencing blood glucose level problems since (B)(6) 2012. Mother stated on (B)(6) 2012 the doctor on call visited the pt at home at which time she had a blood glucose level of 23 mg/dl; can't recall treatment or medication received; pt was unresponsive. Mother reported on (B)(6) 2012 she drove the pt to the hospital for stationary treatment. Mother stated she thinks the infusion device delivers too much insulin. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.